Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he woke up with a high blood glucose level of over 200 mg/dl. The customer had surgery on his femur and went into kidney failure. The customer experienced eye damage due to his diabetes. He had laser treatment. The customer changed the insulin pump's battery every two weeks. The insulin pump had scratches on the screen surface. He received random no delivery alarms during site changes and the buttons on the insulin pump were sometimes unresponsive. The device was not returned.